Manufacturer narrative:
At this time, the abandoned lead will not be returned for analysis therefore boston scientific crm cannot confirm this clinical observation. This report will be reopened if additional information becomes available.

Event description:
Boston scientific crm received information that this right ventricular lead was abandoned surgically during an upgrade procedure. A possible lead fracture at the suture sleeve site was noted on fluoroscopy. A new lead was successfully implanted. No adverse patient effects were reported.